Event description:
Caller reported damage to tandem mobi charging pad, cable, and wall adapter, resulting in loss of functionality for these charging supplies. There was no adverse impact to the customer's blood glucose level. Cts took corrective action by arranging for the replacement of damaged charging supplies with a 2-day shipping service.